Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) had a display that does not turn on at all. They stated that the power ups went down and were trying to connect the cns directly to an ac outlet to get it back up and running. However, the display was blank and dark, even when turning on the cns tower. The cns tower lights up and indicates power running through normally but nothing displays on the screen. Nihon kohden technical support (tech support) had them to try to swap out the dvi cables and power cables of the display and nothing worked. They will go ahead and connect a different display to see if they can isolate the issue from either the display or the cns. They will email a picture of the back tower connections to see if cables are connected in wrong ports which could be the issue. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had a display that does not turn on at all. They stated that the power ups went down and were trying to connect the cns directly to an ac outlet to get it back up and running. However, the display was blank and dark, even when turning on the cns tower. The cns tower lights up and indicates power running through normally but nothing displays on the screen. Nihon kohden technical support (tech support) had them to try to swap out the dvi cables and power cables of the display and nothing worked. They will go ahead and connect a different display to see if they can isolate the issue from either the display or the cns. They will email a picture of the back tower connections to see if cables are connected in wrong ports which could be the issue. No patient harm was reported.